Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted some months ago and was seen for a follow-up. An x-ray was performed and it was noted that the sternal wire had wrapped around and secured the s-ICD electrode. Low shock impedances out of range were also observed. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.